Event description:
It was reported that a device removal difficulty occurred. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During preparation of the balloon, it was noted that the scrub nurse had difficulty removing the wire from the balloon and needed manual unusual force to remove the wire. The physician therefore decided not to use it at all and not load on coronary wire into patient. The procedure as completed with a different device. No patient complications. It was further reported that the mandrel was difficult to remove.

Event description:
It was reported that a device removal difficulty occurred. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During preparation of the balloon, it was noted that the scrub nurse had difficulty removing the wire from the balloon and needed manual unusual force to remove the wire. The physician therefore decided not to use it at all and not load on coronary wire into patient. The procedure as completed with a different device. No patient complications.